Event description:
It was reported that while using the bd pegasus¿ safety closed IV catheter system the condom did not cover the needle core. The following was received by the initial reporter: at 9:30 a.m. On (B)(6) 2023, the patient was treated with intravenous infusion in a thoracic ward. After the puncture was successful, when the needle core was withdrawn, it was found that the condom did not cover the needle core, which could easily injure the operator. After withdrawing the needle, immediately discard the sharps box, replace the indwelling needle, and complete the infusion therapy.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd pegasus¿ safety closed IV catheter system the condom did not cover the needle core. The following was received by the initial reporter: at 9:30 a.m. On july 7, 2023, the patient was treated with intravenous infusion in a thoracic ward. After the puncture was successful, when the needle core was withdrawn, it was found that the condom did not cover the needle core, which could easily injure the operator. After withdrawing the needle, immediately discard the sharps box, replace the indwelling needle, and complete the infusion therapy.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 3079646. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.